Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 527mg/dl at the time of incident. Customer declined to troubleshoot for high blood glucose value. Customer also reported the crack over the back of the battery compartment to the bottom of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. Pump received with cracked case on the back at the battery tube area and battery tube threads.